Manufacturer narrative:
(B)(4). During follow up with the reporter, they corrected the patient's gender. Ten days after onset of peritonitis, the patient died. The cause of death was reportedly due to an unrelated condition; however, the patient was still recovering from peritonitis at the time of death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the attendant was performing therapy without proper training. The patient was hospitalized for the peritonitis event and was treated with injection fortum (500 milligrams, frequency and route not reported) and injection amikacin (250 (unit not reported), frequency and route not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. It was not reported if the patient or the attendant was retrained on aseptic technique. Action taken with pd therapy was not reported. Additional information was requested but is not available.